Event description:
It was reported to nova biomedical that a consumer received results of "hi" (greater than 600 mg/dl) on their blood glucose meter all day. The consumer self-administered insulin then experienced a hypoglycemic event requiring medical intervention at a hospital. At the hospital they got a result of 35 mg/dl. Unknown time of results. The consumer also reported that the vial of test strips he used the vial lid was opened in the sealed packaging. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.